Manufacturer narrative:
Evaluation in progress, but not yet concluded. The periop specialist took apart foot pedal and found a broken wire in the switch.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, upon pressing the foot pedal, the saw did not gradual increase speed as it should. It immediately went to a fast speed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.